Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working. The patient clarified that the issue was with the internal device and not the patient programmer. The patients stated that the issue started ¿maybe a week ago¿ and she had not felt stimulation in ¿about two weeks.¿ the patient noted that she increased stimulation ¿about two weeks ago¿ and felt it for a short while, then it went away. The patient noted that when the device worked her second toe on her right foot would curl and this had happened since implant until ¿about two weeks ago.¿ the patient mentioned that she fell ¿a little over a week ago¿ and she broke her finger and had to have stitches. The patient noted that her device stopped working several days before the fall. The patient was assisted with her programmer and found the device on and on program 1 at 1.5 volts. The patient increased to 1.65 volts and did not feel stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: patient product ID 3889-28, lot # va0ansy, implanted: (B)(6) 2013, product type lead. (B)(4).